Event description:
Blue proximal injectate port of swan-ganz noted to have perforation at junction of blue tubing and white hub, leaking blood while in pt. Required removal of catheter. No known injury.